Event description:
N/a.

Manufacturer narrative:
Updated fields: b4, d9, g3, g6, h2,h3, h6(investigation findings, type of investigation, investigation conclusions), h11. Corrected field : e1 ( event site email ). At this time, the customer has not requested for getinge to evaluate the unit. The fse stated that the malfunction has not reoccurred and that the unit is now being used clinically. If any pertinent information is received in the future, the complaint will be reopened and updated accordingly.

Event description:
It was reported that, during use a cardiosave hybrid, type I plug intra-aortic balloon pump (iabp), triggered an alarm "system temperature too high" during use, causing the equipment to stop counter-pulsation. No harm or injury to the patient was reported.

Manufacturer narrative:
Due to characterization limit e1: event site name: (B)(6) hospital. Event site address: (B)(6). Event site telephone: (B)(6). A supplemental report will be submitted upon completion of our investigation.